Event description:
It was reported that during intra aortic balloon (iab) therapy, the balloon was pounced and blood get into the balloon. There was patient involvement but no harm or injury.

Manufacturer narrative:
Due to character restrictions in block e1 full initial reporter name is (B)(6). The lot number and product details are inaccurate/incomplete, we are following with the customer for the details, therefore UDI and other product specific details are not included in the emdr. A supplement report will be submitted upon receiving this information. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Due to character limitation in block e1: initial reporter: (B)(6). The lot number and product details are currently inaccurate or incomplete. We are actively following up with the customer to obtain the necessary information. As these details remain unavailable at this time, the UDI and other product-specific data have not been included in the MDR. A supplemental report will be submitted once the required information is received.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). Full event site city is (B)(6). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.